Event description:
It was reported that there was diaphragmatic stimulation and an insulation breach was witnessed when the pocket was reopened. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.